Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked lower left front corner of top case also cracked on right plunger case and bottom case and missing serial number. Event log history was performed and indicated that system advisory maintenance recommended and calibration required were found recorded in history. During analysis, system advisory maintenance recommended was found at power up. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and no fault was found as the maintenance recommended alarm is expected /normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance.

Event description:
Information was received indicating that a smiths medical medfusion pump had a physical damage and exhibited some errors. No adverse effects were reported.